Manufacturer narrative:
Manufacturer's investigation conclusion: the separation of the controller connector bend relief was confirmed through the onsite evaluation by an abbott representative as well as the submitted photos. A specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted photos revealed tape surrounding the controller connector bend relief and the adjacent outer jacket of the driveline. The bend relief under the tape had separated from the metal connector. It was reported that the patient had a tear in the distal end bend relief. There was no adverse patient impact. A clamshell repair was successfully performed on (B)(6) 2025. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), and no further related events have been reported. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. B, and the heartmate ii lvas patient handbook rev. A, are currently available. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was a tear in the distal and bend relief. There were no alarms associated with the event. A new clamshell install was planned for (B)(6) 2025. There was no adverse patient impact due to the reported event.